Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, on the first device, after loading the handle, there was a problem with loading and unloading the device and they cannot open the stapler. The surgeon cannot squeeze the handle because of the staple jam on the second device. There was no patient injury.